Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The rear wheels started to tip with the patient in the lift at full height. He states the end user weighs about (B)(6). The caregiver alleged once the end user was raised to almost full height, the motor started to make a sputtering movement. Couldn't verify the serial number but did send material on safe patient handling and gave proper sizes for invacare slings as they aren't using an invacare sling on the lift.